Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the device failed the leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the unit had flickering image color lines due to a cracked video connector. A definitive root cause could not be identified for the failed leak test. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head was just blanking out. There were no reports of patient harm.

Event description:
It was reported that the camera head was just blanking out. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.